Event description:
It was reported that patient enrolled in an elbow study underwent right total elbow arthroplasty on an unknown date. Subsequently, patient underwent irrigation and debridement, injection and aspiration procedure on (B)(6) 2010 due to infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿

Event description:
It was reported that patient enrolled in an elbow study underwent right total elbow arthroplasty on (B)(6) 2010. Subsequently, patient underwent irrigation and debridement, injection and aspiration procedures on (B)(6) 2010 due to an infection. There were no complications during the irrigation and debridement procedure and surgeon stated the infection was not due to the implants.